Event description:
It was reported that a pump would not deliver a blood infusion (programmed amount and delivery rate unk). The customer stated that the infusion was started; however it was observed that no blood was being delivered to the pt and the pump did not alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The eval found upstream occlusion alarms caused by a lower upstream sensor reading that was below specification when delivering a solution of 20% glycerin. The upstream pusher thickness was increased and the device performed within specification. MFR report no. 1314492-2013-00519 and 1314492-2013-00520 are related events from this facility. The customer has stated that two of the three devices have been tested and performed as expected. However, the customer could not identify which 2 devices were tested. The customer was issued a replacement device and this pump was placed in baxter's stock for re-distribution.